Event description:
It was reported that the patient experienced telemetry issues. An overdischarge was suspected. The last time stimulation was felt was over 12 months ago. The last successful recharging session was over 12 months ago. Over six trickle charges were attempted without success, and the physician decided to change out the neurostimulator. Following the procedure, the patient was doing great.

Manufacturer narrative:
(B)(4). Lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; anchor model 3550-39 lot# n236410 implanted: (B)(6) 2010 explanted: na; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).